Event description:
The account maintenance alleged that the head section is up and will not lower. He hears a click when pressing the head down switch.

Manufacturer narrative:
Repairs have not been completed.